Manufacturer narrative:
Additional narrative: examination of the returned instrument confirms the threads on the tip are nicked and damaged. The root cause is attributed to misuse. The lot code nb130865 indicates the instrument was manufactured in december 2015 and is approximately a year old. Based on this investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While attempting to thread the cup to the impactor the surgeon noticed the threads were damaged.